Event description:
During a shoulder arthroscopy the rubber diaphram on a mitek cannula tore and was pushed into the joint. The diaphram was identified with arthoscope. A small incision was made and the diaphram was removed.